Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that they visited emergency room for low blood glucose on (B)(6) 2022. Blood glucose at the time of event was 2.1mmol/l. Current blood glucose was 5.4mmol/l. Customer did not experience had as symptoms of low blood glucose. Customer was ok for troubleshoot. Customer went to seizures complications. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. No further patient complications were reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported via phone call that emergency medical services (ems) were dispatched on (B)(6) 2022 at 3:00am due to hypoglycemia and having a seizure. It is unclear what the blood glucose at time of event was since the customer stated it was 3.0 mmol/l and also mentioned it was 2.1 mmol/l. Additionally, a 3.4 mmol/l blood glucose was mentioned. When the user had the seizure, the spouse treated with honey and called ems. Prior to the event the customer was sleeping. Ems did not give customer any medication. Customer did not want to review the pump programming. Blood glucose at time of the call was 5.5 mmol/l. Customer declined troubleshooting for low blood glucose and stated they called about sensor issues at time of the call. They reported that the sensor read inaccurately from a previous sensor worn friday-sunday and sensor that was inserted on sunday, customer did not allege sensor issues at time of event. Insulin was suspended due to sg vs bg differences at a few hours prior to time of the call. Sg was 3.2 mmol/l and bg was 5.1 mmol/l.